Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: no. Product checked: no. Label checked: no. Product pulled from stock for inspection: no. A review of complaint databases was not possible as no product details were received. It should be noted that no device was returned. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "impingement-free range of movement, acetabular component cover and early clinical results comparing 'femur first' navigation and 'conventional' minimally invasive total hip arthroplasty" by t. Renkawitz, m. Weber, h-r. Springorum, e. Sendtner, m. Woerner, k. Ulm, t. Weber, and j. Grifka published by the bone & joint journal doi: 10.1302/0301-620x.97b7.34729 on 3 february 2015 was reviewed for mdv reportability. The purpose: "we undertook a randomised controlled trial (rct) to assess whether the use of the ¿minimally invasive¿ femur-first navigation method would lead to a potential increased rom, sufficient acetabular component coverage and improved clinical outcomes compared with results obtained with conventional ¿minimally invasive¿ tha." The data included a total of 160 thas implanted with "press-fit acetabular components, uncemented hydroxyapatite-coated femoral components (pinnacle acetabular component, corail femoral component" between dember 2011 and february 2013 with ages between 50 and 75 years. Table iii includes acetabular inclination ranges between 25.1 to 59.1 degrees and anteversion -4.1 to 40.8 degrees denoting mispositioned cups. Complications include: dislocation (1) received closed reduction & revision surgery, infection (1) with revision surgery (along with debridement, antiseptic lavage and change of liner/head), calcar fracture intraoperatively (1) treated with cerclage wire, partial sciatic nerve palsy that partially recovered within the following 12 months (1). Adverse events: surgical intervention, infection, femur fracture (intraoperatively), dislocation, nerve injury. Impacted products: depuy pinnacle liner, depuy pinnacle cup, unknown femoral head.